Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) without posterior fixation at l3/4 & l4/5. Intra-op, during the insertion of the interbody the inner threaded shaft of the freehand inserter broke. The tip of the threaded shaft broke off inside the interbody which had been impacted into the patient. The tip was unable to be removed from the interbody because it had broken off clean into the grub screw inside the cage. After repeated recommendations to try to remove the broken tip or even replace the cage, the surgeon was unable to successfully remove it and declined replacement of the cage due to patient condition. No other patient symptoms or complications were reported as a result of this event. No any additional treatment or surgery were performed as a result of this event.

Manufacturer narrative:
Product analysis results: visual and optical review confirmed the threaded shaft is broken several threads down from the distal tip. No surface defect was identified that could contribute to the break. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. There is a sheer lip that is only present on one side of the fracture. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.